Event description:
The patient presented to the emergency room (ER) with signs of respiratory distress allegedly caused by the zio xt. The patient experienced immediate itching upon application of the device. The patient reported that their symptoms progressed over time, including the appearance of hives on their chest and difficulty breathing due to throat swelling. While at the ER the patient was reportedly administered an injection (unknown med) and fainted. As post-care the patient was prescribed steroids and an epi-pen for precautionary measures.

Manufacturer narrative:
A review of this complaint found that the patient wore the device for 1 day of the 14 days prescribed. The patient had no previous history of reaction to medical adhesive or sensitive skin. Irhythm made several attempts to contact the patient to obtain additional information regarding the reported event but was unsuccessful. The cause of the patient¿s reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting